Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was unknown. She stated that they still have issues with insulin rushing/dumping out during filling tubing. She was advised to call back when changing the infusion set to troubleshoot the issue. She stated that they fill the reservoir with novolog pens rather than insulin vials. Troubleshooting was not completed. The device was not returned for analysis.